Event description:
It was reported that the up and down buttons on the infusion device was only functioning intermittently and the rubber covering of the buttons was damaged. The patient experienced an elevated blood glucose level of 460 mg/dl which she was able to correct via insulin injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).